Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected, and no defect was found. A voltage test was performed, and it failed. Share log review as of 03/23/2018 does not show signal loss for transmitter (B)(4) on the date of issue of (B)(6)2017. Previously, share data was provided for transmitter (B)(4). Which confirmed loss of connection on (B)(6)2017. The reported event of loss of connection for the return complaint transmitter was not confirmed. A root cause could not be determined.